Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2013, it was reported that this vns patient underwent full revision on (B)(6) 2013 due to the high impedance (dcdc=7) and the generator being at end of service. Attempts for additional information and product return have been unsuccessful.